Event description:
This report is being filed retrospectively at per the FDA's request. Per the audiologist, the patient's flange fixture with abutment fell out in 2006 when the baha sound processor was being removed. Reportedly, there were previous problems with skin growth on the abutment and with sound processor removal. The patient was implanted with a new fixture in 2007. The patient reportedly is using the baha sound processor. The healthcare provider did not return the fixture and abutment to the manufacturer for analysis.

Manufacturer narrative:
This is a final report. The type of event is addressed in the device labeling.